Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review. Based on the complaint description, previous investigations of similar complaints and the picture received, it was determined that the reported complaint most likely is attributable to a defective o-ring in the vfie connector. The issue was solved after replacing the o-ring of the eva silicone connection. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (vf-oring). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
We have been informed that during procedure, once the silicone injection kit was connected to perform the silicone extraction, an air leak was observed in the connector. Surgery could continue but silicone removal is slower due to air leak. No report that actual harm occurred, however due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during procedure, once the silicone injection kit was connected to perform the silicone extraction, an air leak was observed in the connector. Surgery could continue but silicone removal is slower due to air leak. No report that actual harm occurred, however due to the reported event surgery was prolonged > 30 minutes.